Event description:
It was reported that during a laparoscopic gastric sleeve procedure, some of the staples were not being formed at all. The case was completed with this same device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with eight cartridge reloads present. The cartridges were received fully fired. The cartridge reloads were received in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.